Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that patient condition likely contributed to the event. The patient presented with a severely compromised systemic condition, including extensive mitral valve calcification, fragile leaflets, a short posterior lateral leaflet, and a history of orthopedic surgeries that complicated guidewire advancement. In addition, the device was placed near an indentation in a heavily calcified valve. A structural defect near the grasping area of the pascal device likely contributed to the slda post-procedure. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure performed in the mitral position. On postoperative day 4, a single leaflet device attachment (slda) was observed with the implanted device. The patient presented with a severely compromised systemic condition, including extensive calcification of the papillary muscle and lateral chordae, as well as a short posterior lateral leaflet. A pascal device was implanted medially in the anterior-posterior (a2-p2) position with 11-5 clocking. Optimization of the device was suggested, as the device appeared to be placed near an indentation in a heavily calcified valve, and the leaflets were considered very fragile, but it was not done. At baseline, mitral regurgitation (mr) was severe (grade 4). Following the index procedure, mr was reduced to moderate (grade 2). The device remained stable, even under stress testing with elevated hemodynamic conditions (atrial pressure up to 170 mmhg with catecholamines). Imaging confirmed satisfactory leaflet insertion. However, n post-operative day 4 a slda was detected and mr increased to grade 3. On post-operative day 7, a second pascal device was implanted, resulting in a final mr grade of 2. No further devices were implanted due to the patient frailty. The treating physicians were satisfied with the outcome.